Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose range from 126-145 mg/dl. In addition, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer was able to resume insulin and continued to use the pump for insulin therapy.